Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00801803602 femoral head sterile product do not resterilize 12/14 taper lot# 64098797. Item# 00-6202-052-20 tm modular cup 52mm multi-hole lot# 64063294. Item# 00-6305-050-36 xlpe poly liner 50/52/54 x 36 lot# 64153743. Item# 00784802200 modular neck b 12/14 neck taper use with +0 heads only lot# 64025585. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision approximately 1 week post initial implantation due to periprosthetic fracture. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A complaint history review was conducted for item# 00771300900. The search identified [0] additional complaints for the same lot# 64145029. The search identified [1] other complaints for this device for bone fracture within one (1) year prior to the notification date and thereafter. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of report.